Event description:
Customer was hospitalized for dka. It was reported that no delivery alarms occurred on pump despite set changes. It was stated that customer did not treat high blood glucose levels with manual injection prior to hospitalization, fiance was advised to change out set and give manual injection if 2 consecutive high blood glucose levels occur. Troubleshooting performed and pump appeared to be operating as designed.